Event description:
Positive multiple impedance measurement abnormalities were reported. Lead breakage/fracture and dislodgment/migration were confirmed using x-ray. The patient experienced symptoms of tingling in fall. The cause of the event was a car accident. The patient had a lead revision on 2012-(B)(6) and the outcome was no injury.

Event description:
It was reported that the patient had a car accident and his surgeon was replacing the left lead because it was believed to be fractured. On (B)(6) 2012, the neurosurgeon replaced the left lead and during explant of the broken lead, the lead became frayed and it was challenging to get the entire wire out of the patient's head. The explanted lead was disrupted and sent to pathology with a request to return to the manufacturer. Upon intraoperative macrostimulation, the patient's tremor was under control at 3.0 volts with the new lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_ext, implanted: 2010-(B)(6), product type extension, product ID 3389s-40, implanted: 2010-(B)(6), product type lead, (B)(4).

Manufacturer narrative:
(B)(4)